Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) reported that they replaced the drive manifold. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number with a reported unit failure of the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual, no failure confirmed. Retaining the part in the failure analysis and testing department per procedure

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had failed drive manifold leak test during preventive maintenance of the device. There was no patient involvement.